Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for troponin t hs stat on a cobas e 411 immunoassay analyzer. The patient was hospitalized in the cardiology department due to unstable angina pectoris prior to the high troponin t hs stat result. The initial result was 3720 pg/ml with a data flag. This result was reported outside of the laboratory. Due to the high result, the patient was checked via catheter diagnosis; the result was negative. Following the catheter diagnosis, the sample was repeated on a different e411 analyzer and the result was 19.79 pg/ml with a data flag. The sample was repeated on the e411 analyzer in question and the result was 18.13 pg/ml with a data flag. The lower troponin t hs stat results are believed to be correct due to the negative result from the catheter diagnosis. The patient was not adversely affected due to the catheter diagnosis. No treatment was required after or due to the event. There was no allegation that an adverse event occurred due to the device. The patient is still hospitalized and conscious. The troponin t hs stat reagent lot number was 30564601 with an expiration date of 30-jun-2019. A "sample could not be processed" alarm was observed on the alarm trace for the sample next to the affected sample. No issues were identified during a review of the customer's calibration and qc data.

Manufacturer narrative:
The patient's ongoing hospitalization is not connected to the coronary catheter diagnosis but due to other unknown reasons. The investigation was unable to determine a definitive root cause. Based on the data provided, both a general instrument and reagent issue can be excluded.